Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power injectable microbore non-dehp catheter extension set did not flow correctly and caused a downstream occlusion alarm on a sigma pump. This occurred during infusion of an unspecified drug. The reporter stated that the extension set was then disconnected, flushed, and reconnected to the setup, but they still would not flow. The end cap of the extension set was then replaced, and the no flow issue was resolved. There was no patient injury or medical intervention associated with this event. No additional information is available.